Event description:
On 4/24/92 an ipp device was implanted. On 11/14/94 the cylinders were revised. On 12/2/96 the entire device was removed from the pt due to a fluid loss. Add'l lot/ser no: 00240q 006.